Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an issue of infusion set bent cannula on (B)(6) 2026 which led to hyperglycemia. The patient noticed symptoms within three hours of insertion. The patient¿s blood glucose level was reported to be high and was managed by correction injection via multiple daily injections (mdi).